Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Both loading units were fully applied and the interlock was engaged with no knife blade damage. Both loading units were reset and loaded into a test instrument for functional testing. The test instrument and loading units were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pylorus preserving pancreaticoduodenectomy, the device partially fired two times of reloads. Another reload was used to complete the case. There was no patient injury.